Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One assembly rf gen ii remote was received for analysis. Visual inspection of the returned remote confirmed no physical damage to any input/output connectors and all labels were found to be intact and legible. Inspection of the power supply fuses confirmed both fuses were intact. No crackling, smoke smell or graying of the socket was observed. The reported event was unable to be duplicated during product testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was unable to be determined.

Event description:
Prior to the procedure with no patient involvement, when the power supply was connected to the ampere remote control, a connection issue was noted that lead to a crackling sound, smoking smell, and localized graying of the socket. The cable and plug were exchanged, but the issue remained. There were no adverse consequences to the user.